Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted and no leak product was found. There was no sample returned for investigation. Therefore investigation was conducted based on current production samples, which were the same type and same size with the complaint device. Based on investigation conducted, production samples are fully functional. The balloons were able to inflate and deflate without any difficulties faced. No other abnormalities were observed. Therefore, this complaint cannot be confirmed.

Event description:
The foley catheter bulb would not deflate. The bulb was re-inflated with normal saline and exploded in the patient's bladder. The stopper would allow for insertion of normal saline however, the normal saline could not be withdrawn. The patient had to have a cystoscopy to have part of the balloon removed from the bladder. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter bulb would not deflate. The bulb was re-inflated with normal saline and exploded in the patient's bladder. The stopper would allow for insertion of normal saline however, the normal saline could not be withdrawn. The patient had to have a cystoscopy to have part of the balloon removed from the bladder. The patient's condition was reported as fine.